Event description:
A report was received that the patient was experiencing numbness in the feet with stimulation on or off. CT scan (computed tomography) was taken and revealed no anomalies. The physician believed it was not device related and patients anatomy was causing the issue. The physician administered injection to the patient.